Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 15 months of support on lvad, the patient had months of support on the lvad, the patient had intermittent power spikes, frequent low flow alarms and high powers, and the pump would not reach set speed. The hospital suspected a potential for malposition of the inflow. The patient received an echo and ramp study at bedside and the inflow cannula was noted to be slightly occluded by the septum. The patient's atrioventricular (av) pacing was turned off, pump numbers normalized, and the low flow alarms ceased. According to the information provided to the MFR approximately one week later, the patient was successfully transplanted on (B)(6) 2013.